Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the peel-away sheath and the dilator and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the clinician experienced the dilator sheath buckling on insertion of a chg PICC.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the clinician experienced the dilator sheath buckling on insertion of a chg PICC.